Event description:
It has been reported a revision surgery. No additional information was provided and it is unknown at this point the cause for the revision.

Manufacturer narrative:
Results of investigation: a knee revision surgery was reported with the following components; tc prim tibial insert tc cr stand 4/13, a tc prim fixed tibial component tc right 4 cemented and a tc primary femoral component right 6s cemented. All complaint devices were returned for investigation. The visual inspection of the tibial insert revealed signs of use and damage such as scratches and grooves on the surface. For the other parts, slight signs of use were detected. The review of the complaint history showed no further complaint concerning devices of the reported batch. The production documentations were reviewed, no deviations from the standard manufacturing procedure were found. Risk management files were reviewed. X-ray images were received and have been reviewed. Based on the received information, the root cause of the reported issue remains undetermined.